Event description:
Pt had right total knee in 1989 at another facility, here for a revision. According to pt, "implant is loose". Intraoperatively, previous incision was opened. Findings showed a large amount of purulent appearing material, fracture of the femoral component, erosion of polyethylene with exposure of metallic material that abraded the femoral component, and discolored synovium. Device product info unk, pt chart is at another facility.